Event description:
Baxter reported an incident of povidone iodine leaking from the connection bwtween the transfer set and minicap. The transfer set had been in use for one day. No pt injury or mrdical intervention was associated with this incident, per bacxter.